Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 23mm no tip enterprise¿ 2 stent was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent was already detached from the unit. The delivery wire and the introducer were observed to be in good condition (i.e., no kinks, no fractures or separations). The stent component was inspected under a microscope. No abnormalities were observed on it (i.e., no broken struts, no kinks). Both of the distal ends were noted to be completely expanded. The distance between delivery wire tip and reference marker, as well as the retraction bump diameter were measured and they were confirmed to be within specifications. The reported issue documented in the complaint regarding a stent impeded in the microcatheter could not be evaluated through functional testing since the stent was already detached; however, this condition suggests that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the stent to prematurely deploy in the hub of the microcatheter, causing the resistance and resulting in the stent component to be unable to advance further. With the amount of information available this remains speculative. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the enterprise device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6976994. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendation: the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). . The purpose of this MDR submission is to report that the product was received in the product analysis lab on 10-apr-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Initial reporter facility name: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6976994. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
Hold js 3/23. The healthcare professional reported that during a vascular stent placement procedure to treat an intracranial artery stenosis, the complaint device, a 4mm x 23mm no tip enterprise¿ 2 stent (encr402300 / 6976994) was impeded in the concomitant microcatheter hub and could not be further advanced. The physician retracted the stent and it became prematurely released. A new stent was used to complete the procedure. There was no report of patient adverse event or complication. On 16-mar-2023, additional information was received from the cerenovus sales representative via phone. The information indicated that the target vessel of the procedure was the middle cerebral artery (mca). The microcatheter used was a prowler select plus microcatheter (606s255x / 30894115); an adequate continuous flush was maintained through the microcatheter. The stent / stent delivery system did not appear damaged. It was not known if another device went through the same microcatheter without issue. There were no visible kinks or other damages noted on the microcatheter. The replacement stent was another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300) via a different microcatheter. There was no allegation of any patient injury due to the alleged product issue. The reported issue did not result in any clinically significant delay in the procedure.